Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, perhaps biomechanical overload, perhaps inadequate bone quality/quantity. Poor hygiene under prosthesis although subgingival healing.